Event description:
It was further reported that there was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: (B)(6) 2025. Updated, b3 - date of event. H3: one device was returned for analysis. Visual inspection found a degraded (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a damaged dso seal. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was overdelivering. There was unknown patient involvement. No patient harm/adverse event was reported.